Event description:
Customer alleges the unit stopped ventilator a patient.

Manufacturer narrative:
Smiths medical pm, inc imports the ventilator from smiths medical international, ltd. Smiths medical pm, inc kits a pt circuit and regulator and packages it with the ventilator, therefore, smiths medical pm, inc is reporting as the manufacturer. The ventilator was evaluated by the user facility biomedical engineering dept and the failure mode could not be reproduced. The ventilator has not been returned to smiths medical pm, inc technical service dept for eval. No conclusion can be drawn at this time. Multiple attempts have been made to receive add'l info from clinicians at the user facility. No response has been received. We will continue to contact the user facility to obtain more info and to have the ventilator returned for eval.